Event description:
Additional information was received that the proximal and distal end did not open. It was noted that the pipeline was "not really" placed in a vessel bend when it failed to open. It was deployed across a tortuous cavernous segment. Additional steps or other devices attempted to open the pipeline included resheathing and redeploying several times. It was not deployed due to opening failure and another pipeline was deployed with a new microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The pipeline flex was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal and proximal (flex) as the distal and proximal ends of braid was found to be fully opened and damaged. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Additionally, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance during delivery as no defect were found with pushwire and catheter. No resistance was observed during testing. However, the root cause could not be determined. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, the root cause could not be determined. The customer reported that the vessel tortuosity was moderate and a continuous saline flush was administered and maintained as indicated in the IFU, ruling these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex didn't deploy. The patient was undergoing surgery for treatment of an aneurysm of the anterior communicating artery with a max diameter of 8mm and a 5mm neck diameter. The landing zone was 4mm distally and 5.2mm proximally. It was reported that during the procedure, the stent was very difficult to push and the doctor didn't want to force. The stent encountered resistance and became stuck in the distal section of the catheter during deployment. The catheter was flushed continuously with heparanized saline. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue was not resolved. The catheter was not damaged. The pushwire was rotated twice to deploy the pipeline. The pipeline was removed from the patient. The angiographic result post procedure was the same as before the procedure because the stent didn't deploy. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom microcatheter. Additional information was received that additional information was received that the patient was undergoing treatment for carotid o phthalmic aneurysms. The vessel tortuosity was moderate. The procedure was completed by introducing another pipeline. It was noted that there was friction in the whole system and that the stent had a long zone of not opening despite several maneuvers. Everything was taken out and a new phenom and another stent was then deployed.